Manufacturer narrative:
Account reported that he found fluid on the control board. He replaced the control board and this resolved the unintentional movement of the head function.

Event description:
Account alleged that the head function runs up unintentionally. Account stated that there were no injuries.